Event description:
During a pta treatment procedure the balloon catheter became damaged. Clinical outcome was reported as "ok". Patient outcome is reported as "ok"" no injury or complications were reported.